Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an inaccuracy using "faulty test strips" with the patient's onetouch meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. Results obtained with the subject meter were not provided. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. Symptoms were not specified; however, the reporter alleged the patient was in "horrific shape and almost died" due to the alleged issue. Treatment was not specified. It is not known if the patient tested her blood glucose on another device. The alleged issue was not resolved with troubleshooting. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.